Event description:
Information received by medtronic indicated that the insulin pump's a crack on back left side, screen fades out with discoloration, had frequent random no delivery alarm's. Customer stated that the plastic chipped when reservoir was changed, clock ran slower and screen lost brightness. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.